Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scratches on the curved rubber, the curved rubber adhesive was missing, the bending angle was insufficient due to elongation of the angle wire, the operating part angle fixing part was loose, scratches were found on the operation part, scratches were found on the grip, scratches were found on the up/down plate, scratches were found on the right/left plate, scratches were found on switch 1, scratches were found on the video connector, scratches were found on the light guide connector, scratches were found on the cover glass surface, and scratches were found on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a b31 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.